Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/27/2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter failed due to a connection timeout. The share log was reviewed and the transmitter failed as a low transmitter battery was displayed in the logs. The customer complaint could not be replicated with the returned transmitter. The customer complaint of low transmitter battery was confirmed. The root cause was determined to be a defective transmitter. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.